Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: a01411002, serial# unknown, product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was later reported that the patient accidentally sent her recharger belt back with the ¿broken¿ recharger. Upon return of the recharger, analysis found that there was no anomaly, the device tested okay, and the complaint was unverified.

Event description:
It was reported the patient had no stimulation sensation in (B)(6) 2014. It was noted the patient had talked to a manufacturer representative (rep) two weeks prior to (B)(6) 2014. It was further noted the patient was not able to adjust stimulation using the patient programmer (pp). The reporter stated they saw the charge the implantable neurostimulator (ins) screen. It was noted that a coupling problem was reported. It was further noted the patient had two coupling bars. The reporter stated they got full coupling after using the reposition antenna feature. The reporter further stated the recharger batter level icon was full and the ins battery level icon was 0-25%. Four months later it was reported the patient was still having concerns with her device or therapy but had not sought further help. The patient was in a lot of pain all the time (her age didn¿t help) and she really needed her unit to work for her. The patient left a message for the rep on (B)(6) 2014. A communication problem was reported, the patient continued to get the reposition antenna icon on the screen while recharging. The patient could not connect with the recharger (insr). The patient had trouble recharging the last 2-2.5 weeks. The insr looked like it was working. The last successful recharging session was 2 days ago. The patient saw the ins fully charged screen on the insr. It was unclear the last time the patient recharged. It was noted that educating the patient on using the recharger had been an ongoing process. The patient was instructed to interrogate with the pp. The patient programmer had a blank screen. The patient replaced the batteries and the programmer was now responding. The issue resolved. The patient was getting poor communication on the screen of the pp. The patient made a couple of attempts to communicate but the attempts were unsuccessful. The patient could not connect with the pp. The patient was placing the pp directly against her skin on the ins. It was reported the patient fell in (B)(6) and hadn¿t been charging. The patient fell about a month ago. It was unclear when the patient fell. The patient ¿took a ¿tumble¿ and broke ¿some bones.¿¿ the patient broke her wrist, really bruised her body a lot, and her computer chair ended up on top of her. Since that fall, the patient had lost the stimulation sensation. It was noted that there was a loss of stimulation due to the overdischarged battery, and ¿possible fall implications as well.¿ there was a loss of stimulation to the painful area, low back and legs. The last time any stimulation was felt was about a month ago. It was unclear when the patient experienced the loss of stimulation. The patient experienced less than 50% therapy relief. The patient had not yet met with the health care provider (hcp). The rep saw the patient on friday (B)(6) 2014 and an ins overdischarge was confirmed. The patient hadn¿t charged in months. It was unknown what number overdischarge it was. The rep started a trickle charge/physician mode recharge (pmr) and was able to get the ins to start recharging with the normal charge screen. The rep was unable to get the ins to 25% charged before the patient needed to leave. The patient left before they were able to clear the power on reset (por). The patient was sent home charging and was supposed to recharge throughout the week. The rep was going to meet the patient again on friday (B)(6) 2014 to clear the por and reprogram. The patient called 30 minutes prior to her appointment on (B)(6) 2014 and stated she was in too much pain to keep her appointment. The patient rescheduled for (B)(6) 2014 and was noted she was able to charge her battery to full. The por was cleared and the patient was getting great therapy at the time of this report. The patient¿s status was noted to be alive with no injury. It was later reported the patient¿s device did not hold a charge. It was clarified the patient was talking about her insr. The implant was ¿fine¿ and the patient was still using stimulation therapy, it helps her pain. The insr started having problems holding a charge in the beginning of (B)(6), since she fell down in (B)(6). That was when she found out ¿it was not working.¿ after the patient fell, she started looking at the screen because she was not getting the little boxes at the bottom. The patient talked to an individual from the physician¿s office on the phone several times. The patient had been to the health care provider (hcp), sat for 2 hours, and nothing happened. The patient went back last friday, (B)(6) 2014 and was instructed to call the manufacturer. The insr was not charging from the desktop charger. When the patient disconnected the desktop charger, the insr would shut off. The patient saw the charge the insr screen and the relocate the antenna screen. The green light was on the black box and the connector pin did not seem loose.